Event description:
Received info reported, the pt was admitted to the hospital for worsening of his mania. The pt's deep brain stimulator has been turned completely off. Additional info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).